Event description:
It was reported that a spectrum iq infusion pump failed to infuse pitocin from 2055-100, although pump still "running". Stopcock was closed, but IV pump didn't alarm. Had to stop pitocin and start over." The department where the event occurred was the labor and delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.